Manufacturer narrative:
(B)(4). H6 codes: health effect - clinical code - e1803 nodule.

Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. The sensor was inserted into the abdomen, which is off-label usage of the device. The patient reported a detached sensor wire which occurred an unspecified number of days after the sensor had been inserted in the abdomen. On (B)(6) 2024, upon sensor pod removal, the patient alleged that the sensor wire detached from the sensor pod and remained in the skin. The patient felt a ¿small eraser size¿ hard bump at the insertion site. The patient had pain, soreness, and sensitivity in the area. On (B)(6) 2024, the patient consulted an endocrinologist who diagnosed the patient with a foreign body infection and prescribed an oral antibiotic medication (cephalexin 250 mg, four tablets per day for 10 days). At the time of the report the patient was doing well and stable. On (B)(6) 2024, tech support called the patient to verify the patient¿s condition, and the patient declined to provide further information. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information was available.